Event description:
A medtronic representative reported the site discovered bone clogged in the 5.5 tap. They tried to remove it with a k wire but were unsuccessful. There was no pt present.

Manufacturer narrative:
Pt info not provided as no pt was involved in this concern. Lot number not available at time of this report. Device manufacture date dependent on lot number and not determined at this time. RMA issued. No parts have been returned to manufacturer for evaluation.